Event description:
Customer reportedly injected comfort curve glucose control solution believing it to be a different medication. Customer went to the hospital and remained there overnight. No treatment was given to the customer. Requested return of glucose control solution and replacement was sent.